Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue and no further intervention is planned. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient is not able to exit from MRI mode using the clinical programmer. Initial troubleshooting did not resolve the issue. Additional troubleshooting by a manufacturer representative may take place at a later date to address the issue.